Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient stated at approximately 9:00pm on (B)(6) 2018, they were taken to the hospital due to hypoglycemia. Details regarding the hospital visit was not provided. There was no allegation against the dexcom as the patient indicated they were not wearing the device at the time of event. The patient was waiting for their replacement transmitter to be shipped out. No additional patient or event information is available.